Manufacturer narrative:
The actual device and the fractured segment was returned to the manufacturing facility for evaluation and the lot number is unknown. Visual inspection upon receipt found that the shaft had been fractured. The separated segment measured approximately 74mm and the main body measured approximately 4419mm. Total length of approximately 4493mm was confirmed to be equivalent to the specified total length of this product. Therefore, it is most likely that there is no portion missing from the guide wire. Magnifying inspection of the fractures found that the urethane outer layer had been diminished toward the fractured ends with the core wires being exposed at the ends. Electron microscopic inspection of the fractures revealed that the fracture end of the separated segment had been elongated. Electron microscopic inspection of the fracture cross-sections revealed the generation of the dimple pattern. The outside diameter and the core wire was measured on the undamaged segment and confirmed to meet manufacturer specifications. Functional testing was conducted on a current product sample of the visiglide guide wire. The product sample was subjected to repetitive 90-degree bending forces until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the generation of the dimple pattern on the flat fracture cross-section surface. The state of the fracture was observed to be very similar to that of the actual sample. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the on the investigation results it is likely that the actual device was caught and in this state, repetitive pushing and pulling manipulations were applied resulting in the fracture of the core wire. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture on the guidewire device. Follow up communication with the user facility confirmed the following information: while replacing the pancreatic duct stent, the customer performed pancreatic duct seeking by manipulating the actual device along the lateral side of the stent, its distal segment became fractured; the fractured segment was retrieved and the actual device was changed out to a competitor's guide wire; the procedure was completed successfully; and it was reported that the patient recovered.